Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported to be severe tortuosity. It was reported that during the one month follow-up, it was determined that the stent graft slightly migrated resulting in a type I endoleak. The physician elected to place another manufacturer's stent graft at the inferior aspect of the left renal artery and ballooned the device however the angiogram revealed that the type I endoleak did not resolve. The physician then implanted an aortic bare metal stent and the type I endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results and conclusions: (severe tortuosity of the vessels). (Endoleak). Other, secondary intervention.